Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered a blow to the ipg site. After the incident, the patient experienced pain and erosion at the ipg site. Subsequently, surgical intervention was undertaken to explant the ipg as a precautionary step.